Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch due to right ventricular (rv) impedance measurements of greater than 3000 ohms. There was rv noise which was not oversensed. A surgical revision was performed, and it was noted that the patient¿s leads were fractured due to patient twiddling. The device was replaced to upgrade the patient¿s therapy. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.